Event description:
It was reported that this right atrial (ra) lead was dislodged and exhibited high pacing thresholds. This ra lead was difficult to extract. This ra broke during extraction and a vascular surgery was performed to remove the lead tip. This ra lead was explanted and will be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This supplemental correction report was created to capture updates on h6: impact codes.

Event description:
It was reported that this right atrial (ra) lead was dislodged and exhibited high pacing thresholds. This ra lead was difficult to extract. This ra broke during extraction and a vascular surgery was performed to remove the lead tip. This ra lead was explanted and will be returned. No additional adverse patient effects were reported.